Manufacturer narrative:
Monitor and electrode belt returned to distributor for evaluation. The monitor evaluation remains in progress. Device evaluation of the electrode belt has been completed by the distributor. The reported problem (treatment event) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Awaiting distributor's evaluation of the monitor.

Event description:
Us distributor contacted zoll to report that a patient was treated 2 times by the lifevest while at home. The patient was reportedly conscious during the treatment event. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. The response buttons were not pressed. As reported, the patient was lying in bed at the time of treatments. Patient stated they do not remember the alarms and did not have enough time to press the response buttons. No injury was reported from the treatments. Holter data is not available for the time of the treatments. Patient went to the hospital for evaluation. The patient remains in the hospital and continues to use the lifevest.